Event description:
Additional information noted that the system was reprogrammed due to ongoing out of range pace impedance measurement and rise in pacing thresholds.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a device check out of range pacing impedance measurements were noted on this left ventricular (lv) lead and high pacing thresholds. An x-ray confirmed that the lead was fractured. A new lead will be implanted at a later date. No adverse patient effects were reported.